Event description:
Event description guidant received information that the patient with this pacemaker complained of weakness, light-headedness and shortness of breath several days after the implant procedure. An interrogation of the pacemaker showed it to be working appropriately, but the stored internal electrocardiograms revealed several episodes of ventricular tachycardia (vt). Later that day, the patient experienced a pericardial tamponade. The physician was unsure of the exact cause of the tamponade as it had occurred several days post implant and an x-ray did not show evidence of a perforation. The leads were in appropriate position with good values and functioning appropriately.